Manufacturer narrative:
Please note that patient code (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that adaptivestim (as) was enabled at the time of the event. The patient¿s perception threshold was measured and entered when the as was configured. It was noted the as positions and defaults were reviewed to check whether any were still at the default of 0 ma. Alternate electrodes were used for the patient¿s settings in an effort to address the amplitude change issue and ¿higher¿ impedance measurement. It was noted the specific impedance value for electrode #8 was unavailable at the time of follow-up. The cause of the amplitude change issue and the ¿higher¿ impedance measurement was unknown. The patient ¿continued to receive inadequate therapy¿ at the time of follow-up. Additionally, the patient reported ¿the device requires multiple charges each day.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) ¿spontaneously sets all program amplitudes to 0.0 ma.¿ impedance testing was performed in an effort to troubleshoot the issue and found that electrode #8 had a higher impedance compared to the other 15. There was ¿no explanation¿ as to whether any external factors may have led or contributed to the issue. A new patient controller and recharger telemetry module (rtm) were provided to the patient; however, the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.